Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During review of patient data sheets it was noted that the patient experienced an iipv on (B)(6) 2015. The drain volume of 2958 ml is 197 percent over the expected drain volume. Drain 0 - 6. Fill 1 - 1502, drain 1 - 1110. Fill 2 - 1502, drain 2 - 1262. Fill 3 - 1502, drain 3 - 2958. Fill 4 - 1502, drain 4- 1198. Fill 5 - 1502, drain 5 - 1537. The drain volume of 2958 ml is 197 percent over the expected drain volume resulting in a reportable device malfunction.